Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbs ii results from the cobas e 801 analytical unit. The roche anti-hbs result was 161.00 iu/l. The abbott anti-hbs result was 2.040 iu/l. The anti-hbs result from a cobas e602 analyzer was 183.9 iu/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
As sample material from the patient could not be provided, no further investigation was possible. The investigation did not identify a product problem. The specific cause of the event could not be determined.